Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The b and l representative reported during vitrectomy surgery the surgeon did not like the silicone tip so he proceeded to cut the tip off. When the instrument was in the patients eye another piece broke. The surgical tech thought it came out with the cannula. Additional information: the surgeon said, the patient was doing well and everything was fine.